Event description:
The reporter contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high. The patient obtained results of 323 and 528 mg/dl on the reported meter within 10 minutes of each other while having no symptoms of high or low blood glucose level. A result of 426 mg/dl was obtained on another meter within 10 minutes. Comparison of meter to meter results is not a valid accuracy comparison. The patient's doctor prescribed that they take 26 units of lantus insulin. There is no indication that the patient experienced injury or medical intervention due to the meter. A control solution test was not performed, as the patient did not have control solution. The control solution was replaced.